Event description:
It was reported that this left ventricle (lv) lead had exhibited failure to capture and phrenic nerve stimulation in the patient. The physician was concerned that the lead had dislodged, and the lead was revised. A new lead was replaced with left bundle brunch (lbb) pacing area. Due to the limited information received, further follow-up to obtain related details was not possible.